Event description:
It was reported that the patient presented for a routine follow up. It was noted that the right atrial lead had dislodged, resulted in high capture threshold which led to loss of atrial capture. During the repositioning procedure, it was also observed that the lead helix failed to extend and retract after several unsuccessful repositioning attempts. The lead dislodgement was confirmed by fluoroscopy. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The report events were lead dislodgement, helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.